Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb) and the backlight inverter pcbs. The cse then updated the software to the current revision. The unit passed all tests and calibrations and it was operating within the manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator became inoperable, and the patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.